Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As calibration and qc were acceptable, a general reagent problem could be ruled out.

Event description:
The customer received a questionable creatinine plus ver.2 result for one patient sample. The initial result was 140 or 141 umol/l and was reported outside the laboratory. The doctor asked for the sample to be retested and it was repeated on 10/09/2014. The result was 61 umol/l. This result was consistent with the previous result for the patient. A new sample was drawn from the patient and the result was around 60 umol/l. There was no death, injury, illness, or deterioration in health associated with the erroneous result. The creatinine reagent lot number and expiration date were requested, but were not provided.